Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation performed by product development engineer reports the following: the matrix pedicle screw system includes several sizes of screws with and without polyaxial heads. The surgeon installs screws with a matrix holding sleeve and t25 driver. The surgeon used 03.616.042 holding sleeve to install implant included in this complaint. The steps for using this holding sleeve are not included in any matrix technique guide. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The chu reviewed the associated drawing for this pedicle screw (04_639_825 rev a and 04_632_825_1 rev c). The drawings detail the appropriate dimensions, material, and finishing processes for a successful pedicle screw. The chu reviewed the complaint history the matrix pedicle screws for this hazard. From april 2011 to april 2013 the history shows 66 screws with this failure. When compared the sales of matrix screws for the same time period, the occurrence rate is .04%. The chu reviewed design_and_clinical_risk_management_0000010923 revision a.33. Line 1.4 adequately addresses the hazard of this complaint. Since the clinical loading conditions are not known and the steps for using the holding are not included in the technique guide, the disposition for this complaint from a design perspective is indeterminate. Further a manufacturing evaluation was performed and reports the following: screw received with approximately 66% peeled m6.5 x 0.75-6h thread, sd25 face has nicks and scratches and visual damage to form, bead blasted area has visual flattening of texture on spherical outer diameter and major diameter of bone thread has missing anodize on threads closest to the spherical diameter. All described nonconformities are post manufacturing. M6.5 x 0.75-6h thread cannot be measured because of damage, product complaint is indeterminate from a manufacturing perspective.

Event description:
During a posterior lumbar fusion on (B)(6) 2013, the head of a polyaxial screw cracked upon insertion. In addition, the threaded tip of the holding sleeve stripped during insertion. There were no device fragments. Another device and screw were readily available in the operating room, and the procedure was completed without impact to the patient. No additional information is available. This is report 1 of 2 for complaint (B)(4) .